Event description:
The hcp reported, that the patient had normal saline in her pump which was changed to dilaudid 1 mg/day and bupivacaine. A programming error occurred; only the catheter was primed. In 2008, the patient returned to the clinic with increased pain. The infusion rate was increased to 2 mg/day. The previous programming error was not noticed. The emergency room doctor called the patient's hcp stating, the patient had been brought to the emergency room due to depressed respirations. The patient was difficult to arouse and was given narcan with response. The pt was admitted to the hospital and monitored; she was reported to be sleepy but arousable. A pump programmer was couriered to the hospital. The intensive care unit nurses were coached through programming the pump to a minimal flow rate. The pt returned to the clinic in 2008; the pump was restarted at 0.5 mg/day hydromorphone and bupivacaine. The pt recovered without sequela.

Manufacturer narrative:
.